Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt underwent a full system replacement due to ineffective stimulation. There was reported to be no pt injury. The pt recovered without sequela.